Event description:
2 to 3 days after successful intra-ocular implant, pt developed endophthalmitis which required treatment to avoid further infection. Report submitted in reaction ot unrelated incident involving recalled implant.